Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The device was not returned to the manufacturer for evaluation. A photo and a video were provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2020).

Event description:
It was reported that during dialysis catheter placement, the guidewire allegedly fractured. Reportedly, the dialysis catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one electronic photo and one video were reviewed. The photo shows a hemodialysis catheter inserted in the patient. Part of the bifurcation, the distal portion of the extension legs and a portion of the clamps are visible. The bifurcation and extension legs are over a piece of gauze. There appears to be blood flowing through the extension legs, as the extension legs have a dark red color. On one of the extension legs there appears to be a bead of blood on the surface approximately midway between the bifurcation and clamp. A portion of the gauze appears to be soaked with blood. The video also shows the bifurcation and extension legs over the gauze. There appears to be blood flowing through the extension legs, as the extension legs have a dark red color. It is difficult to determine whether blood is flowing out of the extension leg in the video; however, there appears to be bead of blood on one of the extension leg surfaces approximately midway between the bifurcation and clamp. A portion of the gauze below the extension legs near the bifurcation is soaked with blood. A guidewire is neither visible in the photo nor in the video. Based on the photo and video review, leaking in the extension leg can be confirmed. Although the sample was not returned for evaluation, one electronic photo and one video were provided for review. The investigation is inconclusive for fracture, as the source of the leak was not clearly visible in the photo and video. However, the investigation is confirmed for leak, as leaking was identified during the photo and video review. The definitive root cause could not be determined based upon available information. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the IFU or other labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on catheter placement. Therefore, the product labeling will be considered adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during dialysis catheter placement, the guidewire allegedly fractured. Reportedly, the dialysis catheter was replaced. There was no reported patient injury.